Event description:
The fse reported the loss of the live fluoroscopic image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.